Event description:
The patient's incision site at ipg was not healing properly. The physician's assessment was that the pocket was too shallow and that was why it was not healing properly. The patient was prescribed keflex and had the ipg explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg will not return to bsn as it was discarded by the medical facility.